Event description:
Physician placed the bravo system (x2) and following both placements, the bravo capsule failed to attach to the mucosa. After pt recovered from the egd, they complained of upper chest pain and painful swallowing.